Event description:
Olympus (australia) was informed by the nurse at the user facility that "a seed/foreign object is stuck in the channel 10 cm from the hand control" of the evis exera iii colonovideoscope which first occurred during an unspecified event. The scope is contaminated and put in yellow bag. No patient death, injury or infection was reported to olympus. The device will be returned for service.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the use and reprocessing methods were not performed in accordance with the instructions for use (IFU). A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus. 3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Performance of pre-cleaning immediately after procedure is described as follows in reprocessing manual: precleaning the endoscope and accessories. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." Olympus will continue to monitor the field performance of this device."

Event description:
Additional information received from customer: the intended procedure was a diagnostic colonoscopy and was able to be completed with another device. The issue was discovered while the device did not provide suction and a brush would not pass through the channel. There was no patient injury.